Event description:
It was reported that the asymptomatic patient presented to clinic. Upon interrogation, the atrial lead exhibited noise. The noise was reproducible via isometrics when patient laughed. No intervention was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.0-12.4 cm from the connector pin. There were suture sleeve tie impression at 13.7cm and 14.0cm from the connector pin. The lead was bent and the outer insulation was wrinkled at 9.2cm from the connector pin. The external insulation abrasion proximal to the suture sleeve tie impression is consistent with friction to the device can and most likely caused the noise problem reported from the field. Other damages found are consistent with explant damage.

Event description:
New information stated that the lead was explanted and returned. No further information was available.